Manufacturer narrative:
The customer¿s report of a tpa infusion completing sooner than expected within 37 minutes was not confirmed. Review of the pcu event log confirmed that tpa was infusing at the reported date and time. The infusion did not stop 37 minutes after the start of the infusion; however, 37 minutes into the infusion, the user experienced a low battery alert. Low battery alerts do not stop or pause active infusions. The user silenced the alarm and plugged the pcu cord into ac power. The infusion continued for approximately 20 more minutes, and then the programmed vtbi (42ml) was reached and the pump transitioned to kvo mode. Functional rate accuracy testing results were within specifications. The root cause of the report that the tpa infusion completed sooner than expected was not determined.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a unspecified amount of tpa unexpectedly infused within 37 minutes. There was no patient harm.